Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. The impactor tip is deformed from use. Functional inspection: although the impactor tip is deformed the device is still functional. The investigation determined the root cause of the event to be normal wear of the instrument. The impactor tip is manufactured from plastic in order to prevent damage to the implant component during impaction. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the impactor tip was broken during surgery.

Event description:
It was reported that the impactor tip was broken during surgery.